Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture grade iii and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and lymphadenopathy.

Event description:
Healthcare professional reported "drawing pain in the center of the implant", "capsular contracture, baker grade iii", "calcifications", "chronic inflammatory changes", "inflammatory nodes", and "partially wavy edges, confirmed via mm and us". This record is for left side. Device remains implanted. Treatment: montelukast, analgesic and vitamin e.